Event description:
It was reported that a patient used a bd¿ ultra-fine pen needles and the needle broke off on the left side of her abdomen. "Received medical attention with an x-ray and ultrasound. Unable to locate the needle that broke off. Stated the doctor numbed the affected area with lidocaine and cut/probed area trying to locate the needle. Was given two antibiotics: she takes one, 4 times per day and a second, two times per day. Stated she was told to follow up with her primary physician."

Manufacturer narrative:
The corrections are as follows: PMA / 510(k)#: k162516.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a patient used a bd¿ ultra-fine pen needles and the needle broke off on the left side of her abdomen. "Received medical attention with an x-ray and ultrasound. Unable to locate the needle that broke off. Stated the doctor numbed the affected area with lidocaine and cut/probed area trying to locate the needle. Was given two antibiotics: she takes one, 4 times per day and a second, two times per day. Stated she was told to follow up with her primary physician."